Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a system error 2240 and system error 2367 which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The home patient (hp) mentioned a supply bag had disconnected and that they had reconnected the bag, starting over with the same supplies. The technical service representative (tsr) told the hp to disconnect and discard the supplies. The tsr told the hp to call his registered nurse. Proper procedures were reviewed and the patient would complete therapy manually. There were no samples available. The lot number was not available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient had spoken with his primary nurse about this incident and proper procedures. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.